Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that 5 years ago they fell down a flight of stairs and ever since then it has been hurting them when the stimulation is on. Patient stated that the stimulation keeps going on and off for the past couple of days. Patient then mentioned that they lost all of their external equipment about 7 months ago. Agent reviewed patient implant is likely in over-discharge, due to not charging the implant for 7 months and, therefore, stimulation would be off. The patient was redirected to their healthcare provider to further address the issue. Patient did confirm they called their hcp today and were waiting to hear back. Patient confirmed they would call back for external equipment replacement if hcp recommends. Patient also mentioned they got the scs because they hurt themself at work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.